Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) was contacted and recommended further in-clinic evaluation. This lv lead remains in service. No adverse patient effects were reported.